Event description:
Upon arrival at the scene of a cardiac arrest (asystole), the thumper was set up to provide CPR support. It was reported that the device would not perform compressions or ventilations. The device was removed and manual CPR continued. The patient was not revived.